Event description:
It was reported that there was an elective replacement indicator (eri) message, but it was unknown when the device reached eri. It was noted that the implantable neurostimulator (ins) would be in end of service (eos) in 2 months. The patient felt like he had had to recharge more often, though it was unknown when this started. They were advised that it would be normal to charge more towards eos. All electrode pairs associated with electrode 5 are >3600 ohms. It was noted that this electrode was not used in programming. It was noted that some were in the 400 ohm range and there were no other impedance issues. The cause of the impedance issue was not determined. The patient was not in cycling or continuous mode. The patient had turned settings up over time, but it was unknown when the patient began to do this. No lead fractures were noted. The patient was referred to a neurosurgeon for battery replacement. The battery would be replaced before it would reach eos in (B)(6) 2014. The patient was currently happy with his settings that covered his neck, arms and hands, when he left the office.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3888-28, lot# j0114117v, implanted: (B)(6) 2001, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377775, lot# v001276, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3888-28, lot# j0225319v, implanted: (B)(6) 2002, product type: lead. Product ID: 3888-28, lot# j0225395v, implanted: (B)(6) 2002, product type: lead. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient had a generator replacement due to normal battery depletion on (B)(6).